Event description:
Per the original reporter in uf #: (B)(4), it was reported that a,"5 french 90cm nutraglide njt [nasojejunal tube] placed on [redacted] for nutrition. The placement of this tube was confirmed by x-ray and insertion was done per hospital policy. On [redacted], about three days later, abdominal ultrasound identified free fluid noted in abdomen, given hct [hematocrit] drop, concern for hemoperitoneum. Patient transferred emergently to ICU [intensive care unit], intubated and gen surgery exploratory lap identified feeds present in intra-abdominal space and njt found to have gone through intestinal wall about 1 cm at the d2-d3 junction right as the duodenum makes its turn. Intestines all looked healthy, and no bowel had to be resected. Hole was sewn shut and abdomen closed".

Manufacturer narrative:
Based on the information reported to amt on 05/29/2025, it was determined that an adverse event should be reported to FDA as a duodenum perforation was found in the small intestines of the patient three days after a nutraglide nasal feeding tube placement. The initial information provided to the amt sales representative indicated that the patient weighed less than 3kgs and that the 5-6 french size was used with a guidewire for a post pyloric placement. Amt's requests for further information have not been fulfilled by the hospital at this time, and the device was not available for return. On 06/05/2025 amt was notified by the FDA of medwatch report # (B)(4) which was reported by the hospital in this event. In the report it was noted that the device was placed on a premature infant who has a preexisting medical condition that may have contributed to the event. It is not believed that the perforation is related to the nutraglide device. The tube placement follows the guidewire that is placed previously to the tube placement. The initial guidewire placement is most likely the cause for the perforation. It was reported that the patient made a full recovery after surgery. Recent trending data shows there are no similar reported occurrences from any other hospitals. The complaint information has been logged into our complaint database for trending purposes. Information regarding device investigation can be found under complaint # (B)(4).